Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Based on the results of the investigation, the root cause could not be identified. However, it was considered that water and moisture entered the inside of the scope, and the moisture caused abnormalities in electronic components such as the image sensor unit and the internal board of the connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchofibervideoscope experienced no image. The issue occurred during preparation for use in an unspecified procedure. There were no reports of patient harm.